Event description:
It was reported that a malfunction alarm, specifically malfunction code 9, occurred with the customer's device. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and thereafter, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again, which they understood and acknowledged.